Event description:
The product was used during a tooth extraction. Reportedly, the suture knot untied during closure. The surgeon removed the suture and completed with a silk suture. The hosp has reported no pt injury occurred.